Event description:
A turnpike catheter was used during a patient procedure. During the procedure, the tip of the catheter separated but was retrievable on the guidewire. There was no patient impact.

Manufacturer narrative:
(B)(4).